Event description:
It was reported that the patient, implanted in 2000, suddenly recognized a hammering sound and pain while wearing the audio processor. After the processor was changed, the patient perceived the same loud, hammering sound. An implant check is scheduled for (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.